Event description:
It was reported that customer experienced pump issues, including battery problems such as incorrect battery level display and refusal to charge despite trying multiple cables and outlets. There was no reported impact to the customer¿s blood glucose level. Customer previously attempted various troubleshooting steps and received a warranty replacement pump, and technical support planned to document the battery charging issue for further review, but no additional information was received regarding any further corrective actions or final outcome.